Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties and stent damage occurred. The target lesion was located in the distant right coronary artery. A 2.50x16mm promus premier drug-eluting stent was advanced but was unable to deliver to the target lesion. Subsequently, the device was attempted to be pulled back into the guide catheter but difficulty was encountered. The entire system was pulled out and the stent was found mingled up into the guide. No patient complications were reported and the patient's status was fine.